Event description:
It was reported there was an error when trying to interrogate a reveal insertable cardiac monitor. The error stated "unable to continue." It was also reported the patient's device had the new reveal software but the programmer did not. The issue has been resolved. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.